Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an uncut area in the flap the patient's right eye was involved, during lasik surgery. The surgeon proceeded with the case and completed the procedure manually using vannas scissors, with no complications.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. The manufacturer internal reference number is: (B)(4).